Event description:
It was reported the electrogram showed the right atrial (ra) and right ventricular (rv) leads had intermittent noise on several high rate episodes. It was noted that both leads were programmed to unipolar sensing. Also, there was a lead warning for the rv lead having low impedance which had been chronically low in the low 200 ohms range. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product evaluation summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis found no anomalies. It was noted that there was oversensing emi/noise with 324 non-physiological sensing counts. The analyst commented that the 324 non-physiological counts would not be sufficient to trigger a lead warning.